Event description:
(B)(6) study. It was reported that left bundle branch block(lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regimen of aspirin or any other antiplatelet medications at the time of index procedure. The subject received a loading dose of 325 mg aspirin and 300 mg of clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with a 23 mm lotus edge valve involving successful repositioning of the lotus edge valve with partial and complete re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Event summary: on the same day of the index procedure, mobile cardiac outpatient telemetry monitor revealed left bundle branch block. No action was taken to treat the event. At the time of reporting, event was considered not recovered. The subject was discharged the next day.